Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.5/2.0/050 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The surgeon reports pigment dispersion and elevated intraocular pressure and medication is being used to lower iop. Lens remains implanted. Cause of the event was reported as unknown and the device did not fail to perform as intended and noted "icl-iris chafe".

Manufacturer narrative:
Health effect clinical code: (B)(4) - pigment dispersion. Claim# (B)(4).

Manufacturer narrative:
B5 - "the lens was explanted and replaced with a vticm5 12.6 with a diopter of -7.5/2.0/070. Reportedly, " I was with dr. Skinner for his explant related to this complaint. He implanted a smaller size and is watching the patient."" Should be added to the initial MDR. H6 - health effect - impact code: 4627 should be added to the initial MDR. Claim # (B)(4).